Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus was not able to confirm that initial report of the video system not having an oximetry sensor reading. However, during the evaluation of the unit it was found that the brightness adjustment was not functioning properly. This was due to a faulty video connector that failed due to repeated use over a long period of time. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was confirmed that the brightness adjustment was not functioning properly and could not make tissues indistinguishable. Upon completion of the investigation, or if additional information should become available, a supplemental report will be submitted.

Event description:
As reported, the viscera video system did not have oximetry sensor reading. No patient harm or consequence was reported as a result of this event.